Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report.

Event description:
It was reported that there was an over infusion of insulin. A bag of insulin (100 units in 100ml) was intended to infuse at a rate of 6ml/hour. However, the infusion was completed in 28 minutes. Following the event, the patient's blood glucose fell significantly ("less than 200 points in less than 20 minutes") and the patient "required intervention with d50" (dextrose 50%). Additionally, the patient required "management of potassium and glucose levels through IV maintenance" and was transferred to a higher level of care (intensive care unit). Additionally, it was reported that the device had "error code 13-1033-149. "